Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for the objective lens has pinholes on the glue is traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation the white residue in the air/water channel and the air/water cylinder is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovidescope, which is an olympus asset with no reported complaint. During the evaluation of the device, a white residue in the air/water channel and the air/water cylinder was observed, and the objective lens has pinholes on the glue. The service repair technician indicated that the most likely cause of the white residue in the air/water channel and the air/water cylinder could not be established., and the most likely cause of the objective lens has pinholes on the glue was due to component failure, likely due to stress of repeated use, external factors, or handling. There was no patient involvement.